Event description:
A hydrothermablator (hta) procerva procedure set was used during a hydrothermablation procedure performed on (B)(6), 2012. According to the complainant, at five minutes into the ablation phase, a fluid loss alarm occurred. Fluid was observed in the patients cavity. The physician controlled the fluid leak with a device, (type unknown) and the procedure was completed. Post-procedure, the physician observed a cervical "blanche" on the posterior lip of the patient's cervix. Additional follow up information from the physician confirmed that the "blanche" was located on the posterior lip of cervix. The physician described the affected area as minimal and superficial. Premarin cream was applied to the area as treatment. There were no further complications reported with this event. The patient's condition is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.